Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a review of the device's memory log confirmed that this device recorded multiple faults. The oscillator mismatch of faults caused the device to go into safety core and while in safety core the device does not have radio frequency (rf) telemetry capability. The device was programmed out of safety core and the device was then able to communicate via rf telemetry without any issues. Analysis concluded that this device had an open plasma fuse due to a shorted lead fault and subsequent went into safety code due to three oscillator mismatch faults. External shorting of the lead(s) during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) had just been implanted and the patient was undergoing defibrillation threshold (dft) testing. The device had properly detected and charged. The physician then heard a pop and a fault code was displayed and telemetry was lost. The patient was externally defibrillated successfully. The patient was admitted and had to stay over night as they received a new right ventricular (rv) lead. No additional adverse patient effects have been reported.